Event description:
Customer reported that the pump screen was slow to respond, taking longer than expected and requiring several taps for input. There was no adverse impact to the customer's blood glucose level. No corrective action was taken as the customer declined a callback.